Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was taken to the hospital emergency department because they were experiencing chest pain and a gastrointestinal bleed. The patient reported that their heart rate dropped below the cardiac resynchronization therapy defibrillator (crt-d) programmed lower rate during the ambulance ride to the hospital. The crt-d remains in use. No further patient complications have been reported as a result of this event.